Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (550 mg/dl). Contact alleged that the pump may not be delivering insulin when the fill estimate is low but was unsure of the actual cause. Elevated blood glucose was addressed by changing supplies and delivering a correction bolus via the pump. Customer's blood glucose was not elevated at the time of the report.